Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the information to both is being provided. Edwards sapien xt transcatheter heart valve or edwards sapien 3 transcatheter heart valve. Model numbers: 9300tfx or 9600tfx. A 9300tfx (PMA p130009) or 9600tfx (PMA p140031).   Investigation is ongoing. Bibliography:  kamioka, norihiko, john wells, patricia keegan, stamatios lerakis, jose binongo, frank corrigan, jose condado et al. "Predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement." Jacc: cardiovascular interventions 11, no. 2 (2018): 107-115.

Event description:
A single study was published in the medical journal article ¿predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement¿. This study sought to investigate predictors and safety of next-day discharge (ndd) after transcatheter aortic valve replacement (tavr).  The study reviewed 663 consecutive patients who underwent elective balloon-expandable tavr from july 2014 to july 2016 due to severe aortic stenosis. From this cohort, the authors selected those patients who underwent tf tavr under conscious sedation and local anesthesia (minimalist approach) with either sapien xt or sapien 3 valve.  They identified 360 patients who met the study¿s inclusion criteria.  The following events were reported among the procedure details and in-hospital outcomes during the study: bleeding complications (life-threatening or major bleeding) ¿ 4 patients.

Manufacturer narrative:
Additional information: a post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. The devices were not returned for evaluation; at the time of this report and based on the article, the devices remain implanted in the patients.  In this case, given the limited information available, the source and possible contributing factors to the reported bleedings could not be determined. However, there was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-jul-2014) was used as the occurrence date. Related manufacturer report numbers: 2 015691-2018-00586, 2 015691-2018-00587, 2015691-2018-00588, 2 015691-2018-00589.